Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a large air bubble in the reservoir. Customer's blood glucose level was going up. Customer's blood glucose was 289 mg/dl. The air bubbles were located on the very top of the reservoir. The device was not returned.